Event description:
On 12/6/2023, a freestyle libre 3 sensor sent as a replacement for a malfunctioning sensor was sent to me directly by abbott. The "replacement" kept setting off critical alarms for dangerously low blood glucose, when my blood glucose levels were in optimal range. My doctor's office was also receiving the information since he is connected to the data for my continuous glucose monitor. The expiration date on the device was 3/31/2024, which is older stock than pharmacies are currently sending out. The cgm (continuous glucose monitor) read as low as 54 and was constantly more than 40 mg/dl lower than measuring through blood. According to abbott, the discrepancy between test types should not exceed 20%. This is seriously discrepant. Reference report: mw5149103.